Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
During a visit, it was noted that the lead had dislodged and was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.